Manufacturer narrative:
The product listed on this regulatory report was indicated as a product used during surgery on (B)(6) , 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was not having surgery at the time of their death. It was stated there had been no allegation that the death was related to the product.

Manufacturer narrative:
The product listed on this regulatory report was indicated as a product used during surgery on (B)(6) , 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was not having surgery at the time of their death. It was stated there had been no allegation that the death was related to the product.